Event description:
Report from ansm stating patient who have acetabular loosening regarding an abg ii modular implanted in (B)(6) 2008. Revision surgery in (B)(6) 2012 because of suffering.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Device not returned.

Manufacturer narrative:
This event is a duplicate of (B)(4). This event has been reported under MFR report for report #(0002249697-2013-01121).

Event description:
Report from (B)(6) stating patient who have acetabular loosening regarding an abg ii modular implanted in (B)(6) 2008. Revision surgery in (B)(6) 2012 because of suffering.